Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure an "e22-motorpack error" was generated by the aquabeam robotic system despite multiple troubleshooting steps taken to address the issue. As a result, the aquabeam handpiece was replaced with a new handpiece unit, and the procedure was successfully completed. The reported event caused a surgical procedure delay or over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Visual inspection and the functional testing of the returned handpiece did not reveal any anomalies. Root cause is undeterminable as it is not clear how the "e22 - motorpack error" occurred. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the reported event. A review of the device history record (DHR) (B)(4) / serial number (B)(6) and aquabeam handpiece / lot number 22c00839 was conducted, which confirmed that there was one (1) non-conformance issued to this lot of the handpiece during the manufacturing process that could potentially be related to the reported event. The lot passed all final inspections and was released successfully per device specifications. The current user manual um0104-00 rev. G, aquabeam robotic system user manual was reviewed. Table 5 system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.